Event description:
It was reported that during a bladder procedure, the clip did not fire correctly and it was unformed. Another device was used to complete the case. There were no adverse consequences to the pt.